Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier: (B)(4). The certas valve was not returned for evaluation (still implanted) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported over drainage from certas plus valve. The valve was implanted in (B)(6) 2020 for hydrocephalus via a ventriculoperitoneal shunt with an initial setting of 6. The valve was changed to 5 at the 6-week follow-up appointment. At 10 weeks follow-up the head CT scan confirmed slit ventricles and the valve was changed to 6. At the next follow-up head CT the patient reportedly had large ventricles. The valve setting was changed to 8. The day after the shunt valve was changed to 8, the brain MRI showed large ventricles. The ¿tap¿ pressure read was less than 5. The valve setting was changed to 4. The surgeon is ¿querying over drainage due to possible siphon guard issue.¿ the valve was not yet revised when the complaint was placed.